Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a (B)(6) female patient who had essure (ess205) (batch no. 609798) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), depression ("depression"), anxiety ("mental anguish"), abdominal adhesions ("bladder adhesiolysis"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). At the time of the report, the pelvic pain was resolving and the menstrual disorder, vaginal haemorrhage, menorrhagia, vaginal infection, female sexual dysfunction, depression, anxiety, abdominal adhesions, headache, nausea and vaginal discharge outcome was unknown. The reporter considered abdominal adhesions, anxiety, depression, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: patient underwent treatment due to complications from the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: essure device was successfully occluded . Most recent follow-up information incorporated above includes: on 30-jul-2018: pfs and medical record received: the events abnormal vaginal bleeding, menorrhagia, vaginal infection, apareunia, depression, mental anguish, bladder adhesiolysis, migraines, headaches, nausea, vaginal discharge, plaintiff did not undergo essure confirmation test were added. Reporters and lot number added. The outcome of event pelvic pain was set recovering. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 39-year-old female patient who had essure (ess205) (batch no. 609798-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". Concomitant products included gabapentin and naproxen sodium. In (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). On (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). On (B)(6) 2007, the patient experienced female sexual dysfunction ("apareunia(inability to have sexual intercourse)"). On (B)(6) 2007, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). On (B)(6) 2010, the patient experienced abdominal adhesions ("bladder adhesiolysis"). On (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2016, the patient experienced vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). On (B)(6) 2017, the patient experienced nausea ("nausea"). On (B)(6) 2017, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and dyspareunia was resolving and the menstrual disorder, vaginal infection, female sexual dysfunction, depression, anxiety, abdominal adhesions, migraine, headache, nausea, vaginal discharge and dysmenorrhoea outcome was unknown. The reporter considered abdominal adhesions, anxiety, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: patient underwent treatment due to complications from the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: results: essure device was successfully occluded. Batch number 609798 is invalid quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2018: pfs received: following events were added: dyspareunia(painful sexual intercourse) and dysmenorrhea(cramping). Event onset dates were updated. Concomitant medication were added. Event outcome added for events: abnormal vaginal bleeding, menorrhagia and dyspareunia (painful sexual intercourse). Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 39-year-old female patient who had essure (ess205) (batch no. 609798-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), depression ("depression"), anxiety ("mental anguish"), abdominal adhesions ("bladder adhesiolysis"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). At the time of the report, the pelvic pain was resolving and the menstrual disorder, vaginal haemorrhage, menorrhagia, vaginal infection, female sexual dysfunction, depression, anxiety, abdominal adhesions, headache, nausea and vaginal discharge outcome was unknown. The reporter considered abdominal adhesions, anxiety, depression, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: patient underwent treatment due to complications from the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: essure device was successfully occluded. Batch number 609798 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint(batch no. Invalid). Incident:valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.